Event description:
While in transfer with the hoyer lift and lowering resident to wheelchair, the loop snapped on the hoyer lift sling. Resident went to floor and bumped right side of head on foot of hoyer lift. Upon assessment, no injuries noted and vital signs were stable. Responsible party and md notified of incident. FDA safety report ID# (B)(4).